Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's wife stated that she and the patient were attending a wedding where the patient began to experience a low event. The patient's wife checked the patient's bg and the value was 65 mg/dl while the cgm was showing 115 mg/dl. The patient's wife contacted the local emergency medical technician (emt) and when the emt arrived, they were able to bring the patient's bg up to 100 mg/dl by administering the patient with sugar solution and apple juice. It was indicated that one hour after the wedding was over, the patient experienced another low event. The patient was having nervousness, shakiness and weakness. The patient's wife checked the patient's bg and the value was 65 mg/dl while the cgm was showing 130 mg/dl. The patient's wife contacted the emt again and the patient was transported to the emergency room (ER). When the patient arrived at the ER, their bg value was 70 mg/dl. The patient was treated in the ER for 4 hours and prior to being released, their bg value was 128 mg/dl. The patient's wife stated that the transmitter issue contributed to the adverse event. At the time of contact, the patient was doing good. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.